Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade IV. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified a crease fold, a wear abrasion, calcification (approx. 35%), an opening on the anterior and a broken plug strap. A leak test and microscopic analysis was performed which identified a striated broken, a sharp broken, and a missing shell (0-25%). The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a sharp broken on plug strap due to an unidentified (tear) opening, a striated broken due to surgical damage consistent in the use of some surgical tool and a missing shell due to inconclusive.

Event description:
Patient reported left side looks flat in the front. Healthcare professional also reported capsular contracture, baker grade IV and malposition. Device has been explanted.